Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of instrument revealed that the cover tube which encases the shaft was rotated out of alignment. The cover tube alignment notch was sheared, indicating that an excessive rotational force was applied to the cover tube. Pmv performed functional testing which included the instrument could not be loaded with a loading unit due to the misaligned cover tube. The cover tube was reseated into its proper position. The instrument was successfully loaded with a 60-3.5 sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition can occur if the cover tube is forcefully rotated while the instrument shaft is restricted or if an attempt is made to forcefully rotate a loading unit into the instrument prior to fully inserting the loading unit into the shaft. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter:during a laparoscopic procedure, the product was unable to fire. The surgeon was not able to squeeze the handle. A new stapler was opened to complete the case. No reinforcement material used in conjunction with the stapling device. There was no patient injury involved in the event.